Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band device leaked air. The following information was provided by the user facility: the balloon would not hold air; they noticed a leak after inflating it; they needed to remove it and hold manual pressure to provide hemostasis; it was reported that the patient was fine and manual pressure worked; estimated blood loss was reported to be less than 250cc; and the catheterization was successful.